Event description:
It was reported that the patient had his ams 700 inflatable penile prosthesis replaced due to fluid loss. "The system shows no more penile stiffness. On (B)(6) 2017, the ultrasound was realized and showed emptying of the pelvic reservoir". No patient complications were reported in relation with this event. Additional information received clarifies that the inflatable penile prosthesis (ipp) device was not replaced until (B)(6) 2017 due to fluid loss. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. This report was initially submitted via asr: report ID #: (B)(4). Asr submitted: q1 2017. Asr exemption number: e1997037.

Manufacturer narrative:
Device evaluation provided in h3, h6, h10. Device evaluation: the ipp cylinders were visually inspected and functionally tested. Leaks were present in both cylinders due to wear and fatigue at the corner of a fold. Both cylinders also exhibited cylinder on cylinder wear. Broken fabric threads were noted in both cylinders. Cylinder 1 also had a hole in the outer tube at the proximal end of the cylinder body due to fatigue. The standard inflate/deflate pump was visually inspected; no leaks were found. The pump was not functionally tested as the reported allegation of a fluid leak confirmed in the cylinders. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Product analysis confirmed there was not a device malfunction.

Event description:
It was reported that the patient had his ams 700 inflatable penile prosthesis replaced due to fluid loss. "The system shows no more penile stiffness. On (B)(6) 2017, the ultrasound was realized and showed emptying of the pelvic reservoir". No patient complications were reported in relation with this event. Additional information received clarifies that the inflatable penile prosthesis (ipp) device was not replaced until (B)(6)2017 due to fluid loss. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. This report was initially submitted via asr: report ID #: (B)(4). Asr submitted: q1 2017. Asr exemption number: e1997037.